Event description:
During code blue event, physician was attempting to insert central venous catheter. The guide wire would not thread. In attempting to remove the guide wire, the wire sheared leaving only a small amount of the wire intact. The end of the wire was secured to prevent migration and a surgeon was called. The surgeon was able to remove the wire and to successfully insert a new line.